Event description:
It was reported that during a da vinci-assisted surgical procedure, the jaws of the vessel sealer extend (vse) instrument would not open. No fragment fell into the patient. The user completed the procedure, and no known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) obtained the following information from the customer: she believed the surgery was either on (B)(6)2025 or (B)(6)2025 but was not certain.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the vessel sealer extend (vse) instrument to perform failure analysis (fa). Fa confirmed and reproduced the customer reported complaint. The vse instrument was found to have a grip ring dislodged. The screw head was damaged. The instrument was placed on an in-house system and passed the recognition and engagement tests, and it moved intuitively with full range of motion on the pitch in all directions. The grips did not open. The dislodged grip ring likely caused the grips to not open. The grip open lever was not functional. The grip ring moved freely up and down grip the grip drive adapter. Further evaluation noted the vse instrument had imprecise motion during gripping and un-gripping test. The grip tips moved within the joint limits and in the commanded direction, however a lag or delay in the motion that was observed. The instrument passed electrical continuity test. The jaws failed to close properly. This was caused as a result of dislodged grip ring. Additionally, the vse instrument was found to have a missing integrated cord. The cord was cut and not returned.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Advance log reviews were performed by a failure analysis engineer (fae): no logs were found for the vessel sealer extend instrument under question. E-100 logs show 4 seal events with 1 high initial starting impedance error. Nothing in the logs points to the customer¿s complaint. The instrument was used for 54 seconds.